Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported dianeal therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient had recovered from the peritonitis event; however remains hospitalized for an unrelated medical condition. No additional information is available.